Event description:
It was reported that during implant of the cardiac resynchronization therapy defibrillator system, this right ventricular (rv) lead was an attempted implant. The lead was unsuccessfully repositioned multiple times in an attempt to obtain good parameters; the helix on the lead was functioning normally. The pace impedance measurement was persistently low, as low as 308 ohms. The lead was removed to clean the helix and flush it with saline with the hope of improving impedance and subsequently, the helix no longer extended. The lead appeared to be perforated on x-ray. The procedure was successfully completed with another lead. No adverse patient effects were reported. This rv lead was returned for analysis.

Event description:
It was reported that during implant of the cardiac resynchronization therapy defibrillator system, this right ventricular (rv) lead was an attempted implant. The lead was unsuccessfully repositioned multiple times in an attempt to obtain good parameters; the helix on the lead was functioning normally. The pace impedance measurement was persistently low, as low as 308 ohms. The lead was removed to clean the helix and flush it with saline with the hope of improving impedance and subsequently, the helix no longer extended. The lead appeared to be perforated on x-ray. The procedure was successfully completed with another lead. No adverse patient effects were reported. This rv lead was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. The helix mechanism test failed due to the helix housing being clogged with dried blood/body fluid.